Manufacturer narrative:
Expiration date unk. (B)(4).

Event description:
Received a report where the surgeon implanted an implantable collamer lens in the patient's right eye (od). The lens was reported as having been explanted due to urrets-zavalia syndrome and replaced with a 12.6mm lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted. See MFR #2023826-2018-01306 for fellow eye.